Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reported pump stop due to battery depletion, which the account attributed to user error, was confirmed through review of the extracted controller event log file and left ventricular assist device (lvad) event log file. (B)(6) was returned assembled with the pump cable severed approximately 14.5" from the pump header. The distal portion was returned attached to the modular cable. The distal portion was severed approximately 11" from the pump inline connector. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Examination of the pump's blood-contacting surfaces revealed no evidence of developed or adhered thrombus formations that would have contributed to a functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended at the stored patient speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The IFU, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The IFU and the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that the patient was in the car during a traffic accident when the batteries depleted. The patient was not able to change batteries or power sources, and when the batteries and emergency backup battery (ebb) became fully depleted, the pump stopped. By the time he was taken to the hospital, they were already in cardiopulmonary arrest and was confirmed dead. It was judged that the death was due to a patient incident due to going out with a low battery and not replacing the battery.

Event description:
It was reported that the patient passed away as the result of a traffic accident. The patient was taken to the hospital with cardiopulmonary arrest, but his death was pronounced. It was also communicated that the physician stated the cause of death was device malfunction where the pump stopped due to loss of both power sources.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.